Manufacturer narrative:
Initial reporter facility name (B)(6).

Event description:
It was reported that tip break occurred. The target lesion was located in the deep vein of left lower limb. An angiojet zelantedvt catheter was advanced for treatment. During procedure under thrombectomy mode for 120 seconds, it was noted that the contrast agent was leaking at about 10cm from the tip of the catheter. The catheter was about to be removed, but was stuck on the sheath. The physician simply pulled out the devices together, and found the front end of the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported, and the patient's status was stable.

Manufacturer narrative:
Initial reporter facility name - (B)(6) hospital. Device evaluated by MFR.: returned product consisted of a zelantedvt thrombectomy system. The effluent/supply line, shaft, and tip were visually and microscopically inspected. Blood was present inside the device and the waste bag was cut-off, when received. The waste bag was not returned for analysis. Inspection of the device revealed that transition between the proximal and outer shafts was separated (10cm proximal of the tip) with the wire lumen and the hypotube kinked in the same location. The separated ends were jagged, indicating that there was force applied before the separation.

Event description:
It was reported that tip break occurred. The target lesion was located in the deep vein of left lower limb. An angiojet zelantedvt catheter was advanced for treatment. During procedure under thrombectomy mode for 120 seconds, it was noted that the contrast agent was leaking at about 10cm from the tip of the catheter. The catheter was about to be removed but was stuck on the sheath. The physician simply pulled out the devices together and found the front end of the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.